Event description:
This procedure was performed in (B)(6): the trellis device was used in the patient for mechanical thrombolysis of the right cfa/sfa occluded stent. The thrombosis of the occluded stent in the right sfa/cfa developed after the patient stopped taking plavix for 1 week. The device was prepped and inserted over the wire into the treatment site. The distal balloon inflated properly, but the proximal balloon would not inflate. The balloon syringe injected the saline / contrast mixture, but the balloon was leaking. The device was removed and tested out of the body. This showed a hole in the side of the balloon . A new device was opened and the patient had a successful outcome.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the trellis peripheral infusion system was received for evaluation without any ancillary devices or cine images from the procedure. The trellis system was returned loose nested within series of pouches. The oscillation drive unit and dispersion wire were not returned. Sanguine tinted fluid was observed within the aspiration port. A 10cc fluid filled syringe was attached to the distal balloon port. The syringe was removed from the distal port and replaced with a 10cc water filled syringe. The distal balloon was inflated using the 10cc water filled syringe: a leak was noted. The leak appears to be a pinhole leak. A 10cc water filled syringe was attached to the proximal port to a leak was noted in the proximal end of the proximal balloon. The tear is longitudinal.